Event description:
It was reported that an unspecified issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state - ni 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.